Event description:
A medtronic representative reported intermittent tracking issues with a stealthstation treon guidance system. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
Part has not been returned for evaluation as of the date of this report.